Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported temperature issue and subsequent procedure cancellation could not be determined.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation. Ac power was applied to the rf generator and a successful power on self-test was observed. System logs from the reported event date have been reviewed which indicate both error messages and periods of irregular impedance values which resulted in target temperatures not being attained. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the temperature issue and subsequent procedure cancellation could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a two level ablation procedure, ports 1 and 2 were unable to reach the target temperature and the procedure was cancelled. The needles were repositioned and the probes were replaced with no resolution. The first level of ablations was able to be completed but the second level was abandoned. The procedure was rescheduled and completed on (B)(6). There were no adverse consequences to the patient due to the cancellation.